Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn 70039160209, +20.0d) was explanted. A replacement intraocular lens (+21.5d) of a different brand was implanted. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).